Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This pump was subjected to over-infusion (oi) CAPA testing. No further oi CAPA testing is required per the CAPA team. The return product analysis (rpa) finished out the destructive analysis. No new/additional anomalies found during destructive analysis. Analysis is complete. Current analysis coding will remain unchanged.

Manufacturer narrative:
Analysis of the pump, model# 8637-40, serial# (B)(4), found overinfusion from undetermined root cause. The analysis interrogation report indicated the patient received hydromorphone (4.0mg/ml, 2.1011mg/day) and bupivacaine (10.0mg/ml, 5.253mg/day) and there was one month until elective replacement indicator (eri). The pump was returned with an empty reservoir running in simple continuous infusion mode. The pump will be subjected to CT scan and possible long term dispense and weight testing, using last known infusion rate from full to empty. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer for end of life with no associated complaint.

Manufacturer narrative:
Long term testing of pump, model# 8637-40, serial# (B)(4), was completed and found no additional anomalies.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported she had kidney stones. The patient stated the kidney stones were not related to the pump; she didn't think so, but she didn't know. The patient stated they had her on such a high dosage and she detoxed when she had her last pump replacement because ¿her appointment got messed up and she detoxed so hard¿ in (B)(6) 2016. The patient stated she was told she was on the equivalent of over 1000 mg of morphine plus taking oxycodone. The patient stated she went from ¿a 4.0 down to a 0.23 something¿. The patient stated it was crazy she would hurt a little bit, and the doctor would keep increasing her a little bit; the patient thought it was very irresponsible. The patient reported she had problems with urinary tract infection (uti) in (B)(6) 2016 before getting diagnosed with kidney stones in (B)(6) 2016 which took them 6 months to determine from the computed tomography scan. The patient reported it wasn't the first time she had kidney stones; she had one 22 years ago. But the doctor had her at such a high dosage that could have added to it. The patient thought it could have ¿kicked it in¿ when she ¿detoxed off this pump¿. Indications for use were non-malignant pain and other non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.